Manufacturer narrative:
(B)(4). Date sent: 10/2/2015. Information was not provided by the contact. Batch # (B)(4). The analysis results found that the tlc55 device was received in good visual condition and with three reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic right hemicolectomy, a few staples of the both sides of the proximal end were not deployed at the second and the fourth firings of functional end to end anastomosis. All cartridges were blue. The doctor felt that the firing force was higher than expected in firing at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient. The fourth cartridge was left in the jaw. However, it was unknown which one was the second cartridge.